Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 675 mg/dl. Cause was not known. Customer first went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) on(B)(6)2026. Customer was treated with intravenous fluids of saline and insulin which resolved the issue with no permanent damage to the customer. Customer was released from the hospital on (B)(6)2026. Recommendation was made to consult with a healthcare provider regarding diabetes management.